Event description:
The company rep reported that the after retracting tissue very aggressively at engagement 4, the helical retractor service loop detached from the tissue mold. No problems with device removal. The procedure was completed successfully.

Manufacturer narrative:
Eval: method: the product was not returned; therefore, confirmation of the product malfunction was not possible. Eval was based on analysis of the DHR and complaint trending. Findings: it is suspected that the service loop disconnected from the tissue mold elbow due to a mfg process issue. (B)(4), released on (B)(6) 2009 validated a change to the bonding process which increased the process capability cpk from 1.0 to 1.78. This malfunction report is now being reported after written feedback from cdrh regarding this failure type. Due to the time lapse and no patient issues, pt info could not be acquired.